Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. Issue was discovered during in office tray inspection. No patient involvement. All pieces have been returned. No additional information

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations and / or anomalies identified. Verified item lot combination and reviewed manufacturing date as tasp exhibits signs of use (nicked or gouged) and the dovetail feature is flared also fractured on the medial side of post, all pieces were returned. Medical records were not provided. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2578-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The complaint is confirmed. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to further evaluate the reported event.

Event description:
No further event information available at the time of this report.